Event description:
The procedure and the patient sex were not reported. The report received stated that the blue coating melted and was sticking to patient tissue. The residue was taken away and no further complications was reported.